Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 98 mg/dl. The customer was advised to clear the alert. The customer stated that the drive support cap is protruded and he hasn't been pressing the cap. The customer was advised that the possible cause of the alarm was during seating the force sensor didn't detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.